Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the middle section of the crimped stent were damaged, distorted, stretched and bunched distally. The stent moved distally on the balloon due to stretching, covering the markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-dec-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The => 80% diffuse stenosed, de novo target lesion was located in the mildly calcified mid left anterior descending artery (lad). A 3.5mm 6fr ebu guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2x10mm and a 2.5x12mm non compliant balloon catheter. Subsequently, a 2.50x28mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion despite multiple attempts. The stent was withdrawn, repeated dilatations were performed with a 2.5x12mm non-compliant balloon catheter and a pe - 2.5x24mm was deployed at distal lad and overlapped with another pe - 2.75x28mm. Post dilatations were done with a 2.5x12mm nc balloon and 3x12mm nc balloon. Final control angio showed excellent outcome. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.